Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no resistance when the biopsy forceps pass through the instrument channel tube. There was crystallization in the distal end port of the instrument channel tube, likely the reason for the reported obstruction in the channel tube due to insufficient cleaning. There was no immersion in the control section and electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported on behalf of the customer that the instrument cannot pass the instrument channel tube smoothly on the evis exera duodenovideoscope. The issue was found during preparation before use inspection for an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and feedback from the field service engineer (fse) and customer. The fse was informed there was no foreign materials feeling of the instrument channel tube, only a slight sense of obstruction. As the user sensed the clog, the user stopped using the device, and requested the device be repaired. The user was able to reprocess the device with correct procedure. Additionally, the customer provided the foreign material survey. The customer confirmed that prior to being picked up the device was reprocessed, and no debris was found. The device has not been used on any patients. The device was inspected prior to use and no defects was found. The normal cleaning and disinfection process was carried out after the equipment was inspected without delay. There is no abnormality found in the cleaning and disinfection accessories. The manual cleaning was performed immediately after the cleaning process. The device appropriately rinsed in the disinfection process before the bed test pretreatment. The customer confirmed all cleaning accessories were properly connected when setting up the scope into the aer/ ewd. The endoscopes are normally connected with negative pressure. They confirmed the relevant channels and accessories were brushed properly. No other products/ reprocessing accessories/ aer/ewd were involved on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, there was no physical damage was confirmed at the place where the foreign material remained. The root cause of the reported events is unable to be determined. However, the likely cause of the event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera tjf type 160r operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera tjf type 160r reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.